Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and was dislodged. Additionally, it was noted that the lead had perforated which was confirmed through CT and echo. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and was dislodged. Additionally, it was noted that the lead had perforated which was confirmed through CT and echo. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Perforation cannot be confirmed by product analysis. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.